Event description:
Technician alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
Technician found that the brake and steer casters were worn out. The technician replaced the brake and steer casters to resolve the issue.